Manufacturer narrative:
(B)(4). Per the initial report, the sample was discarded.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 3 of 3. Gts had the patient check the setup and found that the supply bag had disconnected from the setup. The patient stated they saw what the problem was, and that they know what to do, and disconnected the line. The patient discarded the setup. No injury or medical intervention was reported.